Event description:
Contact reported that a charite artificial disc pt was being revised due to bilateral pedicle fracture. As a result of the pedicle fracture, the sliding core migrated anteriorly. As surgical intervention occurred, an MDR is being filed to document this event.